Event description:
It was reported via legal documentation that approximately unknown months after a left total knee replacement procedure, a patient underwent a revision procedure to address polyethylene wear, aseptic loosening, and osteolysis. Revision surgery operative notes were provided. The patient was revised with competitor devices. There is no other information available.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.